Event description:
Sleeve gastrectomy on (B)(6) 2014. Surgeon was able to seal short gastrics but it failed multiple times on the mesentery. Facility discarded the device; complaint without product. Aesculap sales representative was present for the case. Reported incident caused about 5-7 minute surgical delay to try and stop bleeding. No significant blood loss. Bleeding was stopped by using cautery j hook device. There was no additional injury to the pt. No intervention needed. There was bubbling and energy worked on some tissue and vessels while others would not seal; as mentioned mesentery. Device did not work at tip or with full jaw on mesentery. Average seal 3-6 seconds. Vessel/mesentery was clamped horizontally. Instrument was cleaned 2 times during surgery using a wet 4x4 and seal cycle.

Manufacturer narrative:
Mfg site eval: eval on-going at mfg site.